Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: re operation with extraction of tomofix plate due to delayed union, pseudoarthrosis and lost of varus correction. New tomofix lat distal femur plate was inserted together with autograft. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.